Event description:
I have a box of 5 ihealth covid-19 antigen rapid tests. The issue is that the expiration on the box states 05/08/2023 for lot 221co20509. The page that lists ihealth test extensions shows a use by date of 02/08/2023 for that lot number (from link https://www.FDA.gov/medical-devices/coronavirus-covid-19-and-medical-devices/home-otc-covid-19-diagnostic-tests#list). It lists a new use by date of 08/08/2023 for that specific lot number. My question is that the expiration dates on the kit 05/08/2023, and on the page 02/08/2023 are different so is the extension to 08/08/2023 still valid? Also, the expiration date on the vials of reagent from that box is 12/16/2023 for reagent lot cvd2121220. Reference reports: mw5118307, mw5118308, mw5118309, & mw5118310.